Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a lens that came off. The issue was identified during the set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11 corrected fields: e3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of lens, pressure marks on the lens, lens displacement and worn-out on the distal end of the light-guide fibers glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: lens came off because of the outer tube was damaged by the excessive force and blurry image due to failure of lens and the light-guide fibers glass. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.